Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a venaseal closure system to treat the patients great saphenous vein (gsv). Local anesthesia was used. Strong degree of vessel tortuosity was reported. Catheter lumen was flushed prior to use and guidewire was used during catheter insertion and placement. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. There were no challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5cm caudal to sfj. There was compression of gsv. It was reported that patients gsv was treated in both legs on (B)(6) and on the fifth day of hospital visit the patient complained of pain in the left thigh, with a slight redness at the insertion site. During hospital visit on (B)(6) it was noted that patient had infection in only one leg and was given antibiotics (flomox and loxonin). The issue is still present, patient is currently undergoing observation, monitoring the situation regarding medication and is considering removal if necessary.

Manufacturer narrative:
Additional information: the symptoms have subsided, and the patient is not currently taking any medication. It is believed that the condition is not due to an infection, but rather a foreign body granuloma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was returned for analysis. In the image provided the thigh area on the patients leg is seen, a granulomatous wound, redness and swelling can be observed at the insertion site indicating signs of infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.